Event description:
It was reported that the site were having issues with the handheld and it would keep freezing on the interrogation successful screen. The manufacturer has already identified that under certain type of conditions this screen freeze event can occur with the (B)(4) handheld computer. New handheld was shipped to the site and the old handheld is on its way back to manufacturer for analysis.